Manufacturer narrative:
(B)(4). Batch # m52t7l. Expiration date: 08/02/2020. Manufacture date: 09/02/2015. The analysis results found that the tlc55 device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what type of procedure was the device used in? Colorectal anastomosis. On which firing did this occur? When removing the clamp. On this firing, did the device cut? Yes. On this firing, if the device cut, was the cut line complete? Yes.

Event description:
It was reported that during an unknown procedure, the device was used with a cartridge and did not staple at all. Another like device was used to complete the procedure. There were no adverse consequences for the patient.